Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision took place in which a fixation pin broke during insertion and remains inside the patient. There is no scheduled revision at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and microscopically inspected, and the fracture was confirmed. The shaft of the instrument did not present any discrepancies and no signs of bending or misuse were found. It was reported that the patient possessed particularly hard bone, and the pin was broken during removal. It is possible that the bone quality allowed for solid purchase in the bone, which in turn presented increased torsional and axial loads during removal, contributing to the failure.

Event description:
On 10.10.2018 it was reported to k2m, inc. That a revision took place in which a fixation pin broke during insertion and remains inside the patient. There is no scheduled revision at this time.